Event description:
(B)(6) 2025, the boston scientific cardioverter defibrillator pacemaker (model #d233) was implanted in me at (B)(6) hospital. On (B)(6) 2025 the first of two revisions were done as unit stopped working, and heart leads dislodged inside heart. Again (B)(6) 2025 leads dislodged, causing two electrical shocks, putting heart rhythm in super ventricular event. A 2nd revision was done to attach the leads again. 2nd revision caused hematoma issue needing drainage tube 2 weeks. Also causing severe pain, & hospitalizations. To date: (B)(6) 2025 heart rate bpm has exceeded 120 bpm and unit failed to pace heart. Patient code: 2554, 2130, 1884, 1994. Device code: 2923, 4018. Referencing reports mw5176807 and mw5176808.